Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose and visited to emergency room on (B)(6) 2020. The blood glucose at the time of the incident was 513 mg/dl and current blood glucose was 488 mg/dl. The customer was not using auto mode function at the time of the event. The high blood glucose was treated with insulin drip. The customer was alleging the under delivery of the insulin. The insulin pump will be and reservoir will not be returned for analysis.